Manufacturer narrative:
Manufacturing and quality control data: the prosa® was manufactured by a qualified employee in may 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: a deformation of the outer housing of the prosa® valve was observed through the visual inspection. A measurement of the plane paralelism could confirm this. The prosa® valve housing was subsequently measured and confirmed/ indicated the presence of a deformation. The housing deformation measured at -0.095 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in vertical positions. Internal inspection: after dismantling of the valve, deposits were found in prosa®. Results: based on our investigation, we confirm adjustment difficulties at the valve. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Also, the deformation of the valve may have caused adjustment difficulties. Significant outside pressure, for example by too much force from the prosa® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa valve (part # fv701t) was implanted during a procedure performed in on (B)(6) 2017. According to the complainant, the shunt system was believed to be operating in over and underdrainage and was not adjustable. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 180 centimeters (cm), weight: (B)(6) kilograms (kg), gender: male. Its the same patient as # (B)(6).